Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Pt. Reported; in (B)(6) 2019, I had a partial knee replacement using stryker mako products and ended up in early 2024 having lots of problems with it. Revised on (B)(6) 2025 to a full knee replacement. But when the surgeon went in, he did find the medial most side of the femoral runner was prominent and had worn longitudinal ridge in the medial tibial polyethylene and there was lots of plastic flaking in there due to that wear. So that was causing a lot of irritation.